Event description:
A regular donor was given tums at the start of a plateletpheresis donation, as donor has been known to have mild acd reaction symptoms with prior donations. With the onset of this donation there were difficulties with the inlet flows, which is also common for this donor. The donor, who was stated to be very anxious, became pale and exhibited what the reporter described as a vasovagal response prompting the operator to stop the procedure. The donor was given a cold compress, ammonia x 1 and allowed to remain with their feet up, after the procedure. Donor rested, and was released in good condition. The following day, a call to the donor, by the reporting center, indentified that donor was doing fine.